Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that measurement from batteries shows full charging, no input on j1 from power conversion enclosure. No correct input on circuit breaker and loose connection on the big gray connector from batteries tray 2. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that the imaging system will not boot up. Battery indicator shows charging but no battery power available. There was no patient present at the time of the event.